Event description:
It was reported by the customer that their insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarming button error alarm was due to corroded keypad traces. Unit was monitored in 7 days and had no time loss noted. Pump received with normal operating currents. No unexpected low battery alarm noted. Unit had minor scratched display window and cracked reservoir tube lip.